Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t7-s2. It was confirmed that the rod broke at l3-4 where the crosslink was placed. The patient underwent a revision surgery 5 years post-op to remove the broken rod and replace with a new rod. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms rod broken approx. 67mm from end of rod. Multiple rod bender points and set screw witness marks noted, along the length of both rods, including immediate proximity to the fracture surfaces. Light surface witness marks identified, but no surface defect that could promote crack initiation and propagation identified. Fracture surface damage and smearing noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload to which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information. Films were supplied for review which found ap and lateral x-rays of construct t7-s2. No stabilization is present from t11 to l3 with apparent inadequate bone stock in the area. Rods appear broken below crosslink at l3 as well as below t11 screws. Construct is very high risk for excessive cantilever loading and failure.